Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint was evaluated by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure transducer is mounted in a drainage tube. There was a thick film over the sensor coating. Catheter severely crimped 20.5cms from connector. 510 is written on the connector. Complete testing was not possible due to the drainage tube. The device passed electronic, noise, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints.

Event description:
Customer reported that device when plugged in gave a reference number of (B)(4). When zeroed there was a reference number of (B)(4). Device was tunneled and hooked to another box and gave a reference of (B)(4). Surgeon assumed it was defective and explanted the device and implanted another one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.